Event description:
The complainant reported that the clinician was performing a flexible ureteroscopy on a pt. According to the complainant, the clinician had used a holmium laser to break up a stone in the pt ureter. He then prepared to use a parachute basket to remove stone fragments, but that device would not open or close (see attached medwatch report # 3005099803-2009-02994 for a description of the first event). The clinician then opened a 2nd basket. The basket was obtained and then tested to ensure that it functioned correctly before using, but the basket would not open or close. The clinician then obtained another device and successfully removed all the stone fragments from the pt. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "stable". On may 28, 2009, the evaluation of the returned device revealed that the device sheath was torn in the middle portion of the device, not near the handle.

Manufacturer narrative:
The parachute basket was received for evaluation. Residue was observed on the basket tip indicating use. A visual inspection found the sheath of the device separated in the middle. A functional check found the basket of the device closed and could not be opened due to the sheath damage. The evaluation revealed that the condition of the returned incident device was consistent with the complaint that the device would not work. The investigation found the basket was closed and could not be opened due to the sheath being separated. The separated ends of the sheath were torn and not crushed or buckled. Based on the investigation of the device, it appears the sheath of the device was torn by an unk external object. There was no indication of any defect with the sheath that would have caused or contributed to the separation. The probable root cause for this complaint is that the damage was caused by another device. (B)(4).